Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the following information has been performed but not received. If the further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the pa¿s injury today? What is the lot number? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an orthopedic wound closure on (B)(6) 2020 and topical skin adhesive was used. The physician assistant was trying to get all of the adhesive out of the vial and, in pressing too hard on the vial, crushed the glass. The glass shards punctured the pa's glove. The pa was able to complete the procedure with no consequence to the patient. The pa is fine. No product will be returned. Additional information was requested.